Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead became dislodged and diaphragmatic stimulation occurred along with a pneumothorax. The lead was repositioned in an alternative vessel and remains in use. No further patient complications have been reported as a result of this event.